Manufacturer narrative:
Device discarded by site.

Event description:
This event was communicated by a medtronic (B)(4) representative from hospital (B)(6). In sterile field, the device (spheres) was not recognized. So, the team changed the spheres and everything worked well. Complainant noted that this issue did not involve a patient. Therefore no serious injury or adverse event to a patient. Device was not returned. Except when rotated. Complainant reported that there was no patient/user injury, death or other serious deterioration in health.